Event description:
A male pt was enrolled in the study in 2007 with 1-vessel disease. The pt's medical history includes previous percutaneous coronary intervention. The main indication for the procedure was stable angina pectoris. The target lesion was a native mid left anterior descending in which a 3.0 x 8 mm cypher select plus stent and another unk cypher select was implanted. During the procedure, the pt experienced chest pain and hand a non q-wave myocardial infarction in an undetermined location. There was no evidence of stent thrombosis. Slow flow was noted after stent deployment. The pt was discharged the following day.

Manufacturer narrative:
This device is distributed outside the unites states; however, it is similar to the united states prod. This device is one of two prods associated with this event. Please refer to MFR report #: 9616099-2007-02334. The prod remains implanted in the pt and is not available for analysis. Add'l info will be available in thirty days upon receipt.